Event description:
Rptr had a bilateral augmentation mammoplasty (in 1975. Over a period of time the breast became tender, hard and inflamed during the menses till the one on the left side ruptured, in 1981. There is no family histo of immune-related disorders; her mother has lived a relatively healthy life till age 75; her father at age 83 is doing very well. Rptr is only in her early 50's and has experienced, for the last 14 years, all types of autoimmune disease symptoms.